Event description:
Patient reported 1 false positive sofia sars result received at a health center, confirmed negative by pcr result. Health center was not available for additional follow-up.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.